Event description:
It was reported that during a rotator cuff repair procedure, after the anchor on the versalok pre packed w/oc was inserted, and the suture was tightened and fired, it was discovered that when the handle was rotated to exit, the anchor had rotated out. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name was not provided investigation summary ==> the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The anchor remains attached to its inserter. The inserter end which holds the anchor was found bent. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the versalok pre packed w/oc would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the anchor pull out can be traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that an incomplete insertion or poor bone quality may was encountered. As per IFU, bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pullout, the potential cause for the bent inserter can be traced to bending force that was applied to the inserter while the anchor was inserted into bone, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.